Manufacturer narrative:
Corrected data: d4 and h4.

Manufacturer narrative:
The reported event of uncomfortable stimulation around the ipg cannot be confirmed through product testing alone. The return ipg passed all functional testing (bench and auto test). No root cause was identified for the reported issue.

Event description:
It was reported the patient experienced uncomfortable stimulations round the ipg and headache when the stimulation is on. Reportedly, the issue begin after a surgery treatment by a dentist. It was suspected monopolar diathermy was used during the procedure. Surgical intervention was taken, intraoperative troubleshooting/testing and good stimulation without uncomfortable stimulation was observed. The patient's scs implantable pulse generator was replaced with a new model and the issue was addressed.